Event description:
It was reported that the bladder of a small volume infusor ruptured. This occurred approximately an hour after the device was filled, slowly using a syringe, with an unknown drug and before patient connection. The reporter stated that the ruptured bladder was not in the footed shape nor detached from its assembly. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection noted that the bladder was ruptured. Microscopic inspection of the bladder revealed markings on the exterior surface near the rupture line. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.